Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's initial power up (com not working) was observed. No repairs performed. The unit was scrapped.